Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had contacted their health care professional (hcp) about the issue and that they met with the manufacturer representative (rep) on 2020-oct-13 at the hcp office. The patient said that no device removal or replacement was planned. In response to the inquiry for what steps had been or would be taken to resolve their therapy not working at all since their colon test that the rep had reset the device and in the process had shocked them twice and left however they stated that ¿yes,¿ the issue had been resolved. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they adjusted their therapy last week, which they clarified to be on thursday, and after the adjustment the therapy was not working the same. The patient reported that same day, they had a colon test and they thought that they ¿emptied everything out,¿ (this was not alleged to be related to the device/therapy) and following the colon test, the therapy didn¿t seem to be working at all. The patient stated that the bladder was leaking and ¿the other stuff,¿ (patient services assumes bowel.) The patient reported they ¿can¿t go.¿ the role in programming options of patient services was reviewed with the patient and they were redirected to their health care professional (hcp) for programming assistance. No further complications were reported at this time.